Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high pacing impedance, and no sensing due to a suspected fracture. It was decided to replace this lead, however the physician encountered difficulties upon attempting extraction and decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high pacing impedance, and no sensing due to a suspected fracture. It was decided to replace this lead, however the physician encountered difficulties upon attempting extraction and decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.